Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a system revision took place due to erosion and potential infection. The patient was hospitalized, administered intravenous antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that confirmed a system revision took place due to infection and erosion. Again, the cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.